Event description:
Boston scientific received information that during the device changeout procedure; once this chronic right ventricular defibrillation lead was connected to the new device, high shock impedances greater than 125 ohms were observed. All other lead measurements were within normal limits and stable in comparison to historical measurements. The leads were removed, checked distal and proximal leads for integrity, confirmed connection was correct, correct configuration for shocking vector programmed, good device to wet tissue contact in the pocket. Attempted different shock vector configurations: all measurements remained greater than 125 ohms. A low energy shock was requested to evaluate the shock impedance. A 5 joule shock was delivered through the device in triad configuration. Shock impedance measured at 66 ohms for the commanded shock. The measured results were felt to be satisfactory and the procedure was successfully completed. Shortly after the procedure, the shock impedance measurements ranged from 123, 124, and greater than 125 ohms. Recent readings from the daily measurements on the explanted device were 99 ohms. The chronic lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.